Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint (B)(4). The device investigation was completed on 04-dec-2018. The service log review revealed a delivery failure alarm due to over delivery. Although identified in the service log, the rsc did not experience a delivery failure alarm. The proportional valve was replaced due to this service log finding. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. This medwatch is being submitted as delivery failure due to overdelivery was determined to be a reportable malfunction. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2018, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report an issue with inomax dsir (B)(4), unrelated to the reportable malfunction. The device was not being used on a patient when the issue occured. No impact or harm to the patient reported. On (B)(6) 2018, a mallinckrodt internal employee discovered a delivery failure alarm due to over delivery during routine service log review for inomax dsir (B)(4) which indicates a reportable malfunction match. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation.